Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920. This report will be reported under MFR 0002648920 - 2024 - 00002.

Manufacturer narrative:
(B)(4). D10: cat# 00877503602 lot# 3144674 bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient had an initial left total hip arthroplasty. Subsequently, the patient underwent a revision to a constrained liner approximately 3 months later due to recurrent dislocations. The dislocation was unable to be reproduced and the surgeon indicated he felt the patient¿s prior spinal issues were contributing to the instability. The acetabular and femoral components were well fixed and left in place, while the head and liner were revised. It was reported that no further information was available.